Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During unpacking, when the stent protector and stylet were taken off, it was noted that the stent had unraveled. The device never went inside patient's body. The procedure was completed using another stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were several stent struts that were stretched and bent. The stent was stretched over the distal tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x38 synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. During unpacking, when the stent protector and stylet were taken off, it was noted that the stent had unraveled. The device never went inside patient's body. The procedure was completed using another stent. No patient complications were reported.